Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The insulin pump was exposed to humidity and an unexpected restart alarm could not be cleared, after the battery was replaced. It was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. No reset error alarms could be verified due to the unresponsive button. The insulin pump was received with some cosmetic damage. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.